Manufacturer narrative:
(B)(4).

Event description:
It was reported long charge time was observed during an automatic capacitor maintenance. Manual charges were made during an in-clinic capacitor maintenance and resulted in normal measurements. The device was explanted and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The reported extended charge time was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported extended charge time could not be determined.